Manufacturer narrative:
The hemodialysis machine investigation was conducted on (B)(4) 2012 by the fresenius regional equipment specialist (res) and determined that the machine functioned within MFR's specifications. Additionally, an investigation of the device mfg records was conducted by the MFR. There was no deviations or nonconformances during the mfg process. The batch record review confirmed the labeling, material, and process controls were within specification. The user facility reported the adult pt has an adverse event during hemodialysis treatment. The pt was verbally reported to have been septic, hypotensive and on pressers pre-dialysis, however no treatment records of medical records have been made available for the MFR's review. Numerous attempts to obtain add'l pt/event medical record info have been unsuccessful and remain unk.

Event description:
It was reported by the user facility technical supervisor that a pt adverse event (type unk) had occurred during a hemodialysis treatment. The unit manager reported the pt was very sick prior to the hemodialysis treatment; septic (elevated white count), hypotensive and on many IV medications to support blood pressure. The adult pt was reported to have survived the event, however, subsequently expired in the hospital. Multiple attempts to obtain pt medical/event info have been unsuccessful.